Event description:
It was reported that the handpiece displayed an error 3, handpiece error, when connected to generator. A second handpiece was used to complete case with no patient consequence. No information available about procedure type.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and a solid tone was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.